Manufacturer narrative:
Physio-control evaluated the customers device and was unable to verify the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy during a cardiac arrest. There was no report of patient harm associated with the reported event.